Manufacturer narrative:
Patient weight is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Part number: 324.067, synthes lot number: uj03314: release to warehouse date: june 22, 2000. Supplier: (B)(4). A material review report was generated during production for 324.067 not being on inspection sheet. Relevance to complaint condition cannot be determined until the product is returned for investigation. Review of the device history record(s) showed that there are potential issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on may 06, 2016 the surgeon was removing a cervical spine locking plate (cslp) vertebral plate from a patient at level c6-c7 and while trying to remove the screws from the plate, the screw driver tip broke. Also, the tip of a countertorque sleeve broke off during the procedure. Both fragment tips were retrieved although they were discarded. Reportedly the tip of three others drivers were bent (not broken into separate pieces) during the procedure. Similar drivers were available as to use as alternatives and the plate was removed and the procedure was successfully completed. There was a five (5) minute surgical delay due to the reported events. No harm was reported to the patient. Concomitant devices reported: unknown screw: unknown lot number, unknown quantity. This report is for the intra-operative events during the revision procedure. This complaint is related to linked complaint (B)(4) which covers the need for the revision procedure. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification: there was no surgical delay due to the reported events.

Manufacturer narrative:
A product investigation was completed: the complaint was able to be confirmed as one (1) screwdriver from lot 7290334 was missing a leg, one or more legs of the other three (3) from lot 6583197 screwdrivers were bent to varying degrees, and all the legs of the counter-torque wrench was missing. Replication of the complaint is not applicable as the instruments were returned bent and broken. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. Although a definitive root cause could not be determined with the given details, it is likely the excessive torsional force in addition to off-axis loading contributed to the complaint conditions. It is also likely that surgical technique contributed to the complaint condition as the five (5) similar failures occurred independently during the same procedure. The cslp technique guide states that the tips of the counter-torque wrench (324.067) are intended to fit into the slots of the expansion-head screw head, and that the wrench itself should not be used for insertion and removal of expansion-head screws. The self-retaining screwdriver for quick lock screws (03.610.603) is one of two instruments specifically utilized to insert cslp quick lock screws. Relevant drawings for the returned instruments were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.